Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient (pt) was laying in their bed over the weekend using a massager on their upper back and all the sudden felt the interstim turn up high and then would go back down and did this repeatedly until it finally stopped. Patient went to check the status of the device with their 3037 programmer and encountered por message. The patient stated they use a massage and tens unit but this was the first time they had this type of reaction. They were using the massager on their left rib cage and the ins is implanted on their right hip. Patient also stated sometimes the ins gets really warm, sore, and tender. One time they used their massager over the ins but it hurt so they stopped doing so. Patient denied any falls or traumas. The patient was redirected to their healthcare provider to further address the issue. Patient noted has an appointment with new managing physician.